Event description:
A (B)(6) old male post knee surgery was found to have a foreign object in his knee that was visualized during a routine post op x-ray. The pt was taken to surgery and a small -1 and 3/4 inch- piece of what appeared to be the end of a constavac drain was removed. The surgeon confirmed that it was part of the drain that was placed in the knee post op. The drain had been removed by nursing who charted and confirmed verbally that the drain was intact when discontinued. She stated she felt no resistance and the drain did not appear to be damaged. Dates of use: (B)(6) 2012.